Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods several times a month") in a 39 year-old female patient who had essure inserted (lot no. 761430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced diplopia ("visual disorders (double vision)"), headache ("headaches"), fatigue ("recurrent fatigue and unexplained exhaustion") and brain fog ("mental fog"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), disturbance in attention ("difficulty reasoning, concentrating"), amnesia ("memory loss"), language disorder ("language disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), sinus congestion ("inflammation of the left sinus with congestion"), anaemia ("anaemia"), premature menopause ("early menopause (43 years of age)"), arthralgia ("pain in the joints of the hands, on one then 2 then several fingers (disabling some days)/ hip pain"), terminal insomnia ("constant awakening"), tendonitis ("recurrent tendonitis") and back pain (" back pain") and was found to have blood pressure decreased ("drops in blood pressure"). The patient was treated with surgery (removal of the uterus (retention of the cervix) as well as fallopian tubes in one piece by laparotom).essure was removed on (B)(6) 2024 at the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to diplopia, headache, fatigue, brain fog, disturbance in attention, amnesia, language disorder, dizziness, tinnitus, sinus congestion, heavy menstrual bleeding, anaemia, blood pressure decreased, premature menopause, arthralgia, terminal insomnia, tendonitis or back pain. The reporter commented: period of occurrence: as of spring 2011. (B)(6) 2024 removal of the device by partial removal of the uterus (retention of the cervix) as well as fallopian tubes in one piece by laparotomy under general anesthesia. Sick leave related to the operation. Ent disorders being explored (inflammatory zones detected), operation of the left sinus scheduled for (B)(6) 2024 (with analysis of the inflammatory zone) to date, the source of the contamination is, in my opinion, permanently removed. As for the consequences of residues still present in the body related to the deterioration of the offending material, it is still too early to draw conclusions. Being finally informed of the toxicity of these implants, I remain vigilant as to the consequences of having carried this "poison" in my body. It remains difficult to accept that this device, removed from the market in 2017, no information to patients was required for risk monitoring, I was only able to make the link myself after a testimony in (B)(6) 2023. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 04-apr-2024. The most recent information was received on 18-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods several times a month") in a 39 year-old female patient who had essure inserted (lot no. 761430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced diplopia ("visual disorders (double vision)"), headache ("headaches"), fatigue ("recurrent fatigue and unexplained exhaustion") and brain fog ("mental fog"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), disturbance in attention ("difficulty reasoning, concentrating"), amnesia ("memory loss"), language disorder ("language disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), sinus congestion ("inflammation of the left sinus with congestion"), anaemia ("anaemia"), premature menopause ("early menopause (43 years of age)"), arthralgia ("pain in the joints of the hands, on one then 2 then several fingers (disabling some days)/ hip pain"), terminal insomnia ("constant awakening"), tendonitis ("recurrent tendonitis") and back pain (" back pain") and was found to have blood pressure decreased ("drops in blood pressure"). The patient was treated with surgery (removal of the uterus (retention of the cervix) as well as fallopian tubes in one piece by laparotom). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to diplopia, headache, fatigue, brain fog, disturbance in attention, amnesia, language disorder, dizziness, tinnitus, sinus congestion, heavy menstrual bleeding, anaemia, blood pressure decreased, premature menopause, arthralgia, terminal insomnia, tendonitis or back pain. The reporter commented: period of occurrence: as of spring 2011. On (B)(6) 2024 removal of the device by partial removal of the uterus (retention of the cervix) as well as fallopian tubes in one piece by laparotomy under general anesthesia. Sick leave related to the operation. Ent disorders being explored (inflammatory zones detected), operation of the left sinus scheduled for (B)(6) 2024 (with analysis of the inflammatory zone) to date, the source of the contamination is, in my opinion, permanently removed. As for the consequences of residues still present in the body related to the deterioration of the offending material, it is still too early to draw conclusions. Being finally informed of the toxicity of these implants, I remain vigilant as to the consequences of having carried this "poison" in my body. It remains difficult to accept that this device, removed from the market in 2017, no information to patients was required for risk monitoring, I was only able to make the link myself after a testimony in (B)(6) 2023. Lot number: 761430 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.